Manufacturer narrative:
The customer¿s complaint of tubing set separated at drip chamber was confirmed. The separation was observed at the engagement between the outlet spigot of the drip chamber and tubing on set received. Functional testing was not performed as the customer's report was confirmed upon visual inspection. Dimensional testing measured the tubing to be within specification. Device history record for model 72213n lot 19116938 shows that the set was manufactured on 26 november 2019 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The root cause of the tubing separation was a manufacturing issue for insufficient solvent being applied at the affected engagement due to equipment and/ or operator error.

Event description:
It was reported that the secondary tubing set separated at the drip chamber when changing out the IV bag for the second potassium infusion. The intended programming rate was potassium chloride 10 meq /100 ml to be infused at 100 ml/hr. No adverse reaction was caused to the patient from this event.

Manufacturer narrative:
Although requested, unable to obtain information. If information becomes available will revise the file accordingly. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the secondary tubing set separated at the drip chamber when changing out the IV bag for the second potassium infusion. The intended programming rate was potassium chloride 10 meq /100 ml to be infused at 100 ml/hr. No adverse reaction was caused to the patient from this event.